Manufacturer narrative:
Concomitant medical products: w1sr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported feeling a shock. Upon interrogation, low pacing impedance and high pacing thresholds were noted on the two atrial epicardial leads which are connected with a y-adapter. It was reported that the programming at implant may not have been correct. The right atrial (ra) leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.